Manufacturer narrative:
No unexpected button error alarms noted. All buttons functioned properly. No damage to the keypad traces noted. The connector on the lcd board was not unlocked during visual inspection. The pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 98 mg/dl. The customer stated that the device was exposed to sweat and high temperature. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.